Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A straight cup inserter was returned for evaluation. As returned, the lead threads of the hex bolt are fractured. Thread damage is too severe for thread gauging. The device exhibits wear & tear that indicates successful use. DHR was reviewed and no discrepancies were found. Due to the field age of device and condition, it is likely that normal wear and tear over the course of use contributed to the reported failure mode. However, a specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during a total hip arthroplasty, the retaining screw fractured during acetabular cup impaction. The cup was removed and surgery was completed with another cup and inserter. No further patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (Notification date) was entered in as apr 8, 2018. However, this was filed in error and should be corrected to may 7, 2018 as this is when zimmer biomet was truly notified of this specific event. Please disregard initial report¿s notification date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the retaining screw fractured during acetabular cup impaction . The surgery was completed with another device of same size. No harm to the patient. Attempts have been made and no further information has been provided.